Manufacturer narrative:
No further information was able to be obtained from this customer. With no additional, related information provided, the customer's reported event was not able to be confirmed. Based on quality assurance (qa) assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the primary incision was more central than programmed on the screen and there was a bubble formation in descemet during the laser assisted cataract procedure. The procedure was completed.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).